Event description:
Excessive bleeding following circumcision using mogen clamp. Tip of glans amputated during procedure. Infant transferred to nicu to monitor bleeding. Required plastic surgery repair/glans reattachment and foley catheter for one month during healing process.